Manufacturer narrative:
This follow up report is being submitted to report additional information

Event description:
It was reported that a patient underwent an initial hip procedure due to unknown reason. Approximately 6 weeks post op it was noted that the patient was not experiencing any pain or discomfort. However, the patient experienced a decline in adls and mild tenderness over the thigh at 1 year post op. At 2 years post op the pain resolved and there was no revision that took place. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4) concomitant medical products: 00885100932, vite pe liners, 62495890. The 00875705001, continuum shell, 62554685. The 00877503201, biolox delta ceramic femoral head, 2717260. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00624, 0001822565-2018-00623, 0009613350-2018-00186. Remains implanted.

Event description:
It was reported that patient underwent an initial hip procedure. Subsequently, the patient experienced anterior thigh pain one month post-operatively.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed by review of medical records and operative reports received. Post-initial implant x-rays were reviewed and found normal postoperative appearance of left tha; no soft tissue swelling/emphysema is noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.